Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life indicator (eol) battery status even though the monitoring voltage was at 2.66 volts. A boston scientific technical services consultant discussed longer than expected charge times at middle of life (mol) battery status that could trip eol. The device was scheduled for replacement.